Event description:
In 2008, a doctor reported that six veneers placed with nx3 on a patient had fallen off.

Manufacturer narrative:
The patient's veneers were recemented with a different lot of nx3 without incident. The patient is doing fine. The device was not returned to kerr corporation for evaluation. The retain sample underwent adhesive strength testing. The result indicated that the product was within specifications. Device was not returned

Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The returned device and retain samples underwent adhesive strength testing. The results indicated that the product was within specifications.this is the final report.